Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires) has been confirmed. Upon investigation the cable connecting ECG a, b and the front therapy electrode was severed, damaging wires within the cable section. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it had a damaged cable section with exposed wires.